Event description:
(B)(4) - medwatch 2084725-2013-00036 reported in error. (B)(4) - medwatch 2150060-2013-10001 reported to correct error. A customer reported improper processing time in their aer automatic endoscope reprocessor with printer. The unit is not set for disinfecting 12 minutes. The customer was advised that the time programmed for disinfect relates to the product being used to disinfect (i.e. Cidex opa). The customer was advised to follow the disinfectant instructions for use. The customer stated the incorrect setting time was a human error. It was confirmed that the correct disinfect processing time has been set. It is unknown how many patients had procedures with scopes that were not processed at the correct hld (high level disinfect) time. It was reported that there have been no patient reports of injury or harm.

Manufacturer narrative:
Correction: this medwatch report is being submitted to correct the device manufacturer that was incorrectly reported on medwatch 2084725-2013-00036. (B)(4) - medwatch 2084725-2013-00036 reported in error. (B)(4) - medwatch 2150060-2013-10001 reported to correct error.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product malfunction code, failure mode and effects analysis and system hazard use and misuse analysis. ¿ the DHR of the aer unit was not reviewed as the issue was determined to be related to use error and not manufacturing related. ¿ the service and complaint history for the asp automatic endoscope reprocessor with printer was reviewed from june 2012 to december 2012. This unit per account history has not observed a significant trend of this same issue. ¿ trending analysis for product malfunction code "software anomaly/fault" did not reveal a significant trend over the past 12 months (july 2012 ¿ june 2013). ¿ the fmea (failure mode effects analysis) was reviewed and showed that all related failure modes have overall risk numbers (rpn) below the threshold of 100. ¿ the shuma (system hazard use and misuse) was reviewed and it was determined that the risk involved with use and potential misuse by unskilled/untrained operator(s) is a category ii ¿ as low as reasonably practicable (alarp). The root cause was determined to be use error according to the customer. The issue was resolved by educating the customer. A letter was sent to the customer recommending review of the asp aer user's guide in regards to "operating the aer: required steps for endoscope processing" with particular focus on step 10, which states the following: "caution: always verify that the correct times are displayed on the led panel, according the disinfectant manufacturer's guidelines, before starting each endoscope processing cycle. Incorrect disinfectant times may result in inadequate scope disinfection."